Event description:
The customer contact reported the patient received more medication than intended. The customer contact reported, "while the pump is not operating, drug solution between the filter and the secure lock can still find its way into patient." This occurred during set up prior to powering on the pump. There were no reported adverse patient events while the device was in clinical use.